Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 50 mg/dl and a seizure. The cause of the low bg was unknown; however, customer reportedly has other health issues, including multiple sclerosis which possibly contributed to the event. Subsequently, the customer was hospitalized. Reportedly, customer was hospitalized for "several weeks;" however, no additional information was provided regarding the duration of hospitalization. The contact believed the pump was functioning as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.